Event description:
Caller reported an alarm 2 occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.